Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta) to a shunt anastomosis, the balloon was reported to have ruptured. The vessel was described as having no calcification, moderate tortuosity and an unknown rate of stenosis. The balloon was properly inspected and prepped prior to insertion. The physician had no difficulty accessing the lesion with a guidewire. The balloon was advanced over the guidewire, to the lesion, and upon inflation with an indeflator, the balloon ruptured. The balloon was carefully removed from the patient and another balloon was used to successfully complete the procedure. There was no reported patient injury. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan (mqp). This review was extended to subassembly parts and confirmed that subassemblies met all requirements per the applicable mqp as well, including the burst test values. Conclusion: with the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics may have contributed to the reported event.

Event description:
During an angioplasty procedure to a shunt anastomosis (side unknown), this balloon ruptured at nominal pressure during its second inflation with an indeflator. The patient is a female. The vessel had no calcification and moderate tortuosity. The rate of stenosis is unknown. The balloon was properly inspected and prepped prior to insertion. The physician had no difficulty accessing the lesion with a guidewire. The balloon was advanced over the guidewire, to the lesion, and, upon inflation with an indeflator, the balloon ruptured. The balloon was carefully removed from the patient and another balloon was used to successfully complete the procedure. There was no adverse consequence to the patient.